Event description:
It was reported that the patient presented to the emergency department (ed) with left sided weakness. The patient had been bridged with enoxaparin (lovenox) and their international normalized ratio (inr) was labile. The patient was also being treated with cefiderocol (fetroja) IV (intravenous) infusions and daily silver dressing changes for an ongoing driveline infection. A computed tomography (CT) scan was completed which confirmed the patient had a subacute infarction in the right corona radiata. The stroke was non-hemorrhagic and did not have a significant mass effect. The patient was placed on an IV heparin drip and was monitored for neurological symptoms. Log files captured routine events and confirmed the device was functioning as intended.

Manufacturer narrative:
Manufacturer report number for driveline infection: 2916596-2021-07101. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was evaluated and treated related to transplant candidacy due to their ongoing driveline infection. The patient was on cefiderocol and tobramycin for their infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2022 when the patient ultimately received a heart transplant (related manufacturer report number 2916596-2022-00788). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer report number for driveline infection: 2916596-2021-07101. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with left sided weakness. The patient had been bridged with enoxaparin (lovenox) and their international normalized ratio (inr) was labile. The patient was also being treated with cefiderocol (fetroja) IV (intravenous) infusions and daily silver dressing changes for an ongoing driveline infection. A computed tomography (CT) scan was completed which confirmed the patient had a subacute infarction in the right corona radiata. The stroke was non-hemorrhagic and did not have a significant mass effect. The patient was placed on an IV heparin drip and was monitored for neurological symptoms. Log files captured routine events and confirmed the device was functioning as intended.